Event description:
Information received that a smiths medical cadd-legacy 6300 pump,changed rate during mid infusion on the pca pump. Rate of under or over infusion could harm patient. No patient adverse events reported.